Event description:
The pt was feeling hypoglycemic and used the suspect device to check his blood glucose. Pt obtained a result of 181 mg/dl. Pt went into a coma and their spouse called the ambulance. About thirty minutes later emergency medical technician's checked pt's glucose on their equipment and the level was 29 mg/dl. Pt was treated with an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.